Manufacturer narrative:
Concomitant medical products: 21-guage needle, 0.035wire, unknown sheath, amplatz wire, introducer dilator with sheath. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the ivc filter was placed at l2-l3 via right internal jugular due to multiple pulmonary emboli. Good deployment and alignment were noted. The filter subsequently malfunctioned and caused injury and damages including, but not limited to occlusion, perforation, tilt and perforation abutting an organ. Per patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc and filter is abutting the duodenum. The patient also reports suffering from anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and duodenum; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including occlusion, perforation, tilt and perforation abutting an organ that causes injury and damage to the patient. The following additional information was received per implant records: the patient received an ivc filter placed at l2-l3 via right internal jugular due to multiple pulmonary emboli. Good deployment and alignment were noted. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 8 years post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc and filter is abutting the duodenum. The patient also reports suffering from anxiety.